Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The customer's report was observed in the device history log; however, this is not an indication of a device malfunction. The log indicated that the test was being conducted with external paddles connected, which will prompt the "select pads" message. The advisory test message must be conducted with the defib cable connected directly to the analyzer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.